Event description:
It was reported via a medwatch report that after the iab was inserted, a post procedure fluoroscopy revealed that the balloon was not fully inflating. As a result, the iab was removed and it was discovered that the balloon material remained wrapped at the proximal and distal ends. At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.

Manufacturer narrative:
(B)(4). The reported complaint of "iab balloon was not fully inflating" was not able to be confirmed as the product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint was undetermined. No further action was required at this time. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported via a medwatch report that after the iab was inserted, a post procedure fluoroscopy revealed that the balloon was not fully inflating. As a result, the iab was removed and it was discovered that the balloon material remained wrapped at the proximal and distal ends. At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.

Manufacturer narrative:
(B)(4).medwatch report #mw5117790.other remarks: n/a.corrected data: n/a.